Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician was unable to successfully place a paddle lead sizing template into the epidural space after performing a two level laminectomy due to the patient's anatomy. The template was removed and no product was implanted as a result.

Manufacturer narrative:
Attempts were made to obtain complete device information. Further information was not available. Physician was unable to insert lead into the epidural space due to patient anatomy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.